Event description:
The patient reported on 6/26/2007 that for the past week and a half she has been experiencing erratic blood glucose readings. She stated that she has spoken with her endocrinologist, and he was not able to resolve the issue. She stated that her blood glucose has been in the 20 mmol/l range (360 mg/dl). Her normal blood glucose is 4-7 mmol/l (72-126 mg/dl). She stated that she has tried adjusting her basal rates and she as tried using different infusion sites (upper/lower abdomen, upper buttocks, thighs, sides) with no results. She stated that her physician believes her infusion sites are not absorbing properly, and she also believes she may have been using bad insulin. On the following month, the patient reported that her blood glucose dropped to 3.8-4 mmol/l (68-72 mg/dl) and she felt nauseous and irritated and she ate a piece of cake to elevate her blood glucose. She stated that she began using her friend's infusion device and her blood glucose returned to normal. She stated that she also lowered her basal rates from 24 units to 19.7 units. She stated that she does not intend to reconnect to the alleged infusion device. Product was requested to be returned for evaluation.